Event description:
Customer reported the alarm has no power. Tha batteries have been replaced with a new supply and there is no visible damage. The date when the issue was discovered is unknown. No patient incident or injury reported.

Manufacturer narrative:
H6: results: evaluation of the returned product revealed when batteries were installed the unit did not power up. Static was heard, but the lights did not flash and the lcd was not visible. The unit powered off when the default message played. Additional tests revealed the unit has power, but the lcd display was not visible. The unit powered off when the default message played. No physical damage was observed. (B)(4).